Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported via phone call, the customer was attempting to set up a bolus and the buttons were unresponsive. The bolus automatically set up to max and the device didn't respond to any of the button presses. The device didn't alarm. Customer's blood glucose was 7.2 mmol/l. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for analysis.